Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
As reported by the affiliate, once the cypher sds was delivered to the lesion via a radial approach, it was impossible to inflate as the hub was found to be cracked. Another cypher of the same size was used to successfully complete the procedure. There was no report of pt injury.